Event description:
A pt had difficulty charging their device, as they were unable to maintain a charge. In addition, stimulation coverage occurred below the knees with the left lead, however the right lead did not provide coverage. It was noted that the pt had also wanted coverage in the area of the left hip. Upon pre-operative device interrogation, impedance measurements of the right lead were found to be greater than 10,000 ohms, and the left lead impedances were found to be normal. At the time of the lead revision surgery, impedances were checked intra-operatively after disconnecting from the neurostimulator device (ins) and extensions. Both the right and left lead had intro-operative impedance measurements greater then 10,000 ohms. The leads were found coiled with the extensions upon removal. Troubleshooting using another physician programmer and an external nerve stimulator, did not reveal a change of impedance regarding the left lead. The leads, extension, and ins were explanted and replaced. The pt had recovered without sequela.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.